Event description:
Customer called to report the needle on the sensor split in half. Blood glucose reading was 96 mg/dl. The customer mentioned that the needle hub was loose when she opened the package. Advised that the sensor will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Complaint could not be confirmed because the original box was not returned. The sensor was found separated from the needle. It could not be confirmed that the sensor was received in said condition due to the sensor being returned opened and used.